Event description:
The customer stated that one patient sample ((B)(4)) generated false (B)(6) results for the architect anti-hbs assay compared to (B)(6) results generated using non-abbott methods (simple method, quick chaser and espline). (B)(4). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed against an ex-us product ((B)(4)) which has a similar product ((B)(4)) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. No patient sample was available for return. Clinical specificity testing of negative control replicates using an in-house retained kit of lot 34056lf00 stored at the recommended storage condition was performed. Specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. 12-month ticket searches determined that there is no unusual activity for the likely cause lot 34056lf00. There is no adverse trend for the product there is not enough information to reasonably suggest a malfunction as the false result is for a discrete sample where the specificity is not 100%. The overall specificity was estimated to be 99.67% (1,491/1,496) with a 95% confidence interval of 99.22% to 99.89%. Per product labeling quantitative values obtained using alternative assays (i.e. Meia, eia or ria) may not be equivalent and cannot be used interchangeably. The architect (B)(6) troubleshooting guide provides the following information: correlation between different methods has always been a challenge for (B)(6) assays. Historically, (B)(6) assays have not correlated well across different platforms. Variation in slope and concentration differences are quite typical of (B)(6) methods. Curve shape & linearity differences will also impact correlation between different platforms. Per the architect (B)(6) reagent package insert, if the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers. Based on the evaluation results, no product deficiency or malfunction was identified to be related to this issue.